Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass distal tip is fractured and melted. The total length of the fiber is 11 feet 10 inches. Based on the analysis results, excessive handling/bending of the fiber during use may be a factor leading to fiber tip fracture. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber diminished power after 17 joules of use. The tip of the fiber appeared intact. There was no fiber breakage and no piece of the fiber tip detached inside the patients body. The fiber was replaced and the procedure completed with 9 joules of use. There was no patient harm as a result of the event. The fiber was returned and analysis found the fiber cap tip was found to be fractured.